Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the user via email that they dropped their ilet, causing screen issues. On (B)(6) 2025, the user called in and confirmed the device stopped functioning in the middle of the night, with the display showing partially gray. A replacement was arranged. No blood glucose impact or injury was reported.